Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was identified after the arterial sheath was placed, which led the physician to convert to carotid endarterectomy (cea). After cea was completed, the physician elected to perform the tcar procedure due to concerns that the dissection had extended beyond the patch that was placed during cea. Two stents were deployed in the internal carotid artery from the distal end of the patch to cover the dissection. The tcar procedure was completed, and the patient was neuro intact.